Event description:
The customer stated a patient generated a positive result of 6 iu/ml on the axsym toxo igg assay. This patient had previously tested negative and the sample was repeated yielding a negative result of 0 iu/ml. The previous sample was also retested and generated a negative result. No impact to patient management was reported.

Manufacturer narrative:
The original complaint reported "smoked" was not verified. Evaluation summary: computer, no fault found. There was no fault found during the initial investigation. However, additional evaluation was conducted by visual inspection to see if there is any burned component or residue of ashes and smoke. During this visual inspection, no traces of smoke were found. In addition to this, burn-in test were performed for 8 days, safety test and functional test was also performed, and the monitor passed all testing. The service history record was reviewed, and all manufacturing requirements were met.

Event description:
Reportedly, the vigilance monitor, model vgs, "smoked". The customer stated that "a smoking smell was coming out of the back of the monitor". No patient injury was reported.